Manufacturer narrative:
No product has been returned for investigation as product remains in-situ. Radiographic images provided did not confirm the alleged event. Review of the provided surgeon notes identified that 6 months post-operative patient was fused and no broken hardware was observed. No root cause can be identified at this time. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component." Post-operative warnings: "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications." Product still in-situ.

Event description:
On (B)(6) 2016 patient underwent an anterior cervical discectomy fusion procedure at c5-6 levels. On (B)(6) 2017 during follow up, the patient was experiencing neck and shoulder pain. Radiographs showed no hardware failure and bony in-growth at c5-6. On (B)(6) 2019 radiographs and a CT scan showed one of the screws was broken.